Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of image going out (unable to restore) was not confirmed. The allegation of the image going out but restore was confirmed. The image is distorted when device is angulated. In addition, the instrument channel had a leak. The bending angulation in down direction did not meet the standard value. The bending section failed electrical continuity test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the evis exera iii bronchovideoscope image is good when the case first started but sometime during the procedure the image goes out. There was no error code noted. The customer has tried different cables and restarted cv-190 to restore image. The first time the problem occurred, there was a complete shutdown of olympus cart and systems fixed the problem. During the second procedure, the image could not be restored. There was no report of patient harm associated with this event. Event 2:2 this report is being submitted for the second event with the subject device (evis exera iii bronchovideoscope) under the medwatch with patient identifier (B)(6). The first event with the subject device is being reported on the medwatch with patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the device leaked and water invaded there while the user was handling the device which led to abnormality of electronic parts. As a result, the suggested phenomenon occurred. However, the root cause could not be specified. The event can be detected by following the instructions for use which state: "·inspection of the endoscopic image ·perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. ·when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. ·if insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. ·if the distal end of an endotherapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the endotherapy accessory. This could cause patient injury, bleeding, perforation, and/or equipment damage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Additional information was provided regarding this event. The unspecified diagnostic procedure was completed using the subject device. The patient was stable upon leaving the department. There was no medical intervention required or patient harm associated with this event.